Event description:
I have had two toric intraocular lens implants following cataract removal. Toric iols were chosen to compensate for my corneal astigmatism. My right eye recovered without complications and I have clear vision with good acuity and reduced astigmatism. In the case of my left eye, however, the surgery itself took considerably more time than it did for my right eye. My surgeon appeared to struggle more and complained that my eyes are deeply set and more difficult to access. Subsequently, I had slightly more discomfort, but my right eye recovered without complications except that the toric iol appears to have either been imperfectly aligned during the implant surgery or to have rotated afterwards. My ophthalmologist has since prescribed corrective lenses for me asking that I wear glasses for a period of time before evaluating me for corrective laser surgery. I have been advised that further corrective intervention will require additional charges. I am now contemplating a second opinion.